Event description:
It was reported that the device reset. The reset was confirmed and cleared and the device remains in use. Projected longevity was normal and no issues with measurements discovered. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Concomitant: 6947m62, lead implanted: 2014-(B)(6); 429888 lead, implanted: 2014-(B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset (por) occurred. Illegal address por occurred (B)(6) 2014.